Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had a loss of therapeutic effect and the device does not work as well as the trial did. It was stated that they feel stimulation more in their leg, when they felt stim in their bicycle set during the trial. Troubleshooting included switching to programs 3, 4, 5, and 6 and the patient noted feeling stim in their hip/leg on programs 3, 4, and 5, but feeling it in the bicycle seat region on program 6. The patient stated that they would try p6 for a couple of days and make changes if needed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry of what the circumstances were that led the patient to feeling the stimulation in their hip/leg on programs 3, 4, and 5 the patient replied ¿ my activity level.¿ in response to the inquiry of what steps had been taken to resolve their lack of effect and feeling stimulation in their hip/leg and if it had been resolved they reported that they went through settings to get the right one. There were no further complications reported.